Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 104 days. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital with complaints of weakness, dizziness and melena for the past three days. At the time of the event, the patient¿s anticoagulation included coumadin, which was held on admission. On admission, the patient¿s hemoglobin was 5.1 g/dl and hematocrit was 15.9 percent (%) and the patient was transfused with two units of packed red blood cells (prbcs) and started on intravenous protonix. An esophagogastroduodenoscopy (egd) obtained on (B)(6) 2018 was negative for bleeding. The patient was transfused with a total of 4 additional units of prbcs (B)(6) 2018. A colonoscopy obtained on (B)(6) 2018 showed blood in the entire colon, but no source of bleeding was identified. A video capsule endoscopy on (B)(6) 2018 showed a single angiectasia without bleeding in the small bowl. Coumadin was resumed and the patient was discharged to home on (B)(6) 2018. The customer planned to start the patient on octreotide once insurance approved the medication. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on the device. Bleeding is listed (in the hm3 IFU) as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.